Event description:
It was reported that moisture leaked from the transesophageal x7-2t transducer¿s tip. The transducer was associated with the epiq 7 ultrasound system at the customer¿s site. The issue was discovered during pre-check, prior to use, and there was no patient or user harm associated with this event. The philips service engineer replaced the transducer to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.